Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: it was found that the device was intermittently failing the start-up self test with inspiration valve nt error code 4 and 6. Issue was resolved by re-calibrating the machine. An exact root cause was not established as the issue was resolved after zero calibration and pressure gain calibration of the machine. The user initially performed the pressure gain calibration with an incomplete setup. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical identified a user error during calibration. No root cause has been determined yet since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced alarm 400 - "inspiration valve or device leaky". There is no information regarding patient involvement.